Manufacturer narrative:
Initial

Event description:
It was reported that during a supply change, the ilet displayed the ¿press and hold¿ screen and the screen became temporarily unresponsive, requiring a brief wait before the user could proceed; no alarms or alerts occurred, and troubleshooting and education were completed. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no clinical impact and no hospitalization. Investigation included customer troubleshooting and education to confirm device responsiveness and proper use during the supply change workflow. Investigation of this case revealed a transient screen freeze consistent with a device user interface performance issue; no additional hardware component failures were identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient user interface latency that resolved without intervention.